Event description:
During bypass the wye connector that goes to the filter (specifically the leg that goes to the bypass loop) developed a blood leak which sprayed blood all over the back of the surgeon. Facility had to come off of bypass for approximately 3 minutes in order to clamp off and repair the connection. Facility cut off the tieband, cut the tubing of the bypass loop back, reattached the tubing to the leg of the wye and tie-banded said connection. Upon inspection, although it had been tie-banded, it appears that this connection had not been bonded per specifications. After the tubing had been reconnected facility was able to go back onto bypass and complete the procedure without further incident. Blood loss was estimated to be 300-500 cc no intervention was required to compensate for the blood loss. There was no detriment to the patient. The surgeon suffered no ill effects.